Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1400 mg/dl. Reportedly, the customer was using u-500 within their pump supplies. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of insulin and was discharged 2 days later with the issue resolved and no permanent damage. Tandem technical support educated the customer regarding off-label insulin. Date of event is approximate.